Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection to a titanium adapter became loose and leaked. The leak occurred at the connection of the transfer set to the titanium adapter. This occurred during an unspecified process step of peritoneal dialysis therapy. The transfer set was replaced and the patient was started on prophylactic antibiotics. There was no patient injury associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.